Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. Motor may have had an intermittent failure not detected during our testing. Unable to perform occlusion and excessive no delivery test due t motor error alarm. Also received with cracked case at display window corners, cracked reservoir tube lip, scratched lcd window, and cracked battery tube threads.

Event description:
Customer reported a motor error on her insulin pump. Her blood glucose is 314 mg/dl. Customer reported being in the hospital for a non-diabetes issues. The motor error occurred when she was trying to change her infusion set. She was changing her infusion set to treat for her high blood glucose. The device was not dropped or bumped. It was exposed to a strong magnetic field when she went through an x ray. Customer does not use the sensor feature. She is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.